Event description:
It was reported to philips that the system's emergency stop button was pressed accidentally and is stuck down. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that system's emergency stop button was pressed accidentally. Quotation has expired and no work performed by philips. The codes were updated based on the investigation outcome.